Manufacturer narrative:
A complaint investigation was approved on 25mar2025. The findings are as follows: a photo was provided by the customer showing the ch-14 connected to a semi-rigid bottle. The semi-rigid bottle had collapsed, typical of a wetted out filter and restricted flow. One used ch-14 connected to a semi-rigid bottle was received from the customer for complaint investigation. The semi-rigid bottle was collapsed. The filter on the ch-14 was wetted out with prior infusate. To replicate clinical use, the ch-14 was leak tested with the cap open. There was leakage from various locations on the filter due to restricted air flow. The probable cause of the restricted air flow and leakage on the ch-14 is due to a loss of hydrophobic properties due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).

Event description:
A complaint investigation was approved on 25mar2025. The findings are as follows: a photo was provided by the customer showing the ch-14 connected to a semi-rigid bottle. The semi-rigid bottle had collapsed, typical of a wetted out filter and restricted flow. One used ch-14 connected to a semi-rigid bottle was received from the customer for complaint investigation. The semi-rigid bottle was collapsed. The filter on the ch-14 was wetted out with prior infusate. To replicate clinical use, the ch-14 was leak tested with the cap open. There was leakage from various locations on the filter due to restricted air flow. The leak presented in the complaint investigation reflects a reportable malfunction.